Manufacturer narrative:
E1: initial reporter city - (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 4mm x 20mm x 144cm coyote balloon catheter was advanced for dilatation. However, during the second inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with ad different device. There were no patient complications reported, and the patient was in good condition after the procedure.